Event description:
Abyrx has received preliminary notification from a physician assistant concerning an adverse event in a patient where treatment included the use of montage during a clavicle repair. The patient reported small bits of an unknown white colored material came out of the incision site in the early postoperative period. Several months postoperatively, the patient reported that they developed a deep vein thrombosis. Patient is reported to be in good condition. Surgeon does not consider use of montage as a contributing factor to the dvt.

Manufacturer narrative:
Per the physicians assistant's report there is evidence of potential dislodgement or fragmentation of the device from the application site based direct visualization from the incision site. However, the surgeon does not believe montage caused the dvt. Deep vein thrombosis (dvt) is a prevalent complication that can arise from surgical procedures. The dvt was resolved with a normal course of blood thinners and did not require surgical intervention. Montage is provided as an orange-tan putty and an off-white putty. When mixed to homogeneity according to the IFU, montage provides a cohesive tan putty-like material for implantation that adheres to bone and remains in place following application. The fact that small fragments of material were visualized indicate the material may not have been mixed according to the IFU. Analysis of abyrx's complaint database has confirmed that there are no other reported cases of dvt for procedures that utilized the device, nor for devices of the same product family, since the device was introduced on the market in 2016. Abyrx performed a review of device history records for this lot, and no irregularities or nonconformities were noted, including all aspects of sterilization. The lot was produced according to all specifications, and no other complaints have been received for this lot. Abyrx is submitting a 30-day MDR report out of an abundance of caution. If additional information becomes available, abyrx will update the complaint file accordingly.